Event description:
It was reported that the patient was pretty sure they had a bladder infection on 2015-(B)(6). The patient called their health care provider (hcp) and the wanted the patient to come in to be checked for a urinary tract infection (uti), but it was a saturday so they were closed. The patient increased stimulation to 2.8v today and wanted to know if it was a ¿fluke¿ that they started leaking again today. The patient had a loss of therapeutic effect. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had appointments on (B)(6) 2015 and (B)(6) 2015. The patient had seen both their hcp and had spoken to their manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0nwkd, implanted: 2015-(B)(6), product type: lead. (B)(4).